Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 not (B)(4) 2013 as previously reported.

Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: the black box and history for the complaint on (B)(6) 2011 have been overwritten and are not available for review. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display lens was found to be scratched. And the keypad symbols were worn, which has no effect on insulin delivery.

Event description:
The pt's mom contacted animas to report the pt's hospitalization for hyperglycemia. She stated that they are new to the pump. On (B)(6) 2011, the pt changed the insertion site and went to bed with a "normal" blood glucose level. The next morning, the pt woke up vomiting. The pt's mom thought it was the flu and continued to use the same insertion site all day. Later the same day at 11pm, the pt was admitted to the hospital with a blood glucose level of 820 mg/dl. The insertion site was removed at the emergency room; however, the pt's mom was unable to confirm if the insertion site looked normal. The pt was treated with insulin drip and her blood glucose levels returned back to normal range. The animas rep reminded the pt's mom to change out the insertion site if the blood glucose levels go over 250 mg/dl twice or 400 mg/dl once. Based on the provided information, it cannot be confirmed if there was an insertion site issue. This complaint is being reported because the pt reportedly was hospitalized for hyperglycemia.